Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed no issues and the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the opticross¿ imaging catheter would not allow pullback. The procedure was completed using another imaging catheter. No patient complication was reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05015 and 2134265-2017-05019. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the opticross¿ imaging catheter would not allow pullback. The procedure was completed using another imaging catheter. No patient complication was reported.